Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the ventricular lead socket is broken. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the ventricular lead socket and lower case were broken. It also found that the upper case and two side bail covers were broken, the ring cover, battery release and lead flex cover were contaminated, the battery contacts compressed, the ring bent and a cosmetic defect with the keyboard pad.

Event description:
It was reported the ventricular lead socket is broken. It was also reported the rear case is cracked. The device was returned for repair. No patient involvement or complications were reported.